Event description:
10 minutes after initiation of dialysis, patient complained of feeling hot and tingling in right arm. Patient has left upper arm graft. Patient denied chest pain or shortness of breath. Bp 140/80, pulse 80 and regular. Patient stated, "I'm probaby just having a panic attack, I'll be alright." Symptoms resolved within one minute without intervention. 1 hour 10 minutes later, venous bloodline clotted. Venous bloodline primed and dialysis resumed. Within 5 minutes, patient complained of shortness of breath, bp dropped to 50/palp, patient complained of nausea and facial flushing. 400 cc nss given and oxygen therapy initiated. Blood returned and treatment discontinued. T 97.6. Symptoms relieved.